Event description:
Customer reportedly obtained results of "hi" (> 600mg/dl) and 82mg/dl on the advantage system within 10 minutes. Customer ate in response to these results. No adverse event reported. Requested return of suspect system and replacement was sent.